Manufacturer narrative:
Di not available as product manufactured before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient with post-syncopal episodes presented in hospital for observed pauses while under monitored telemetry. Low impedance trends were noted on the atrial lead for the last year. The lead was capped on (B)(6) 2018. Patient was stable post-procedure.